Event description:
It was reported that the 2600 system had a charger failure and interlock failure during a case. The procedure completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack assembly was replace during the service call. The system was tested and found to be working as intended and put back into service.